Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer air dermatome serial number (B)(6) was reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 30 january 2019, the device was noted to have previously repaired once for the dermatome not starting reported on 17 september 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 30 january 2019, it was reported from spsk nr 6 sum w katowicach that a dermatome was not working evenly and was tugging on skin. The customer returned a zimmer air dermatome, serial number (B)(6), for evaluation. Evaluation of the device on 21 february 2019 noted that the device was out of calibration at the zero setting, that the control bar was not in the correct position, and that the motor was not functioning properly, albeit it running within motor speed specifications. Repair of the dermatome occurred on 26 february 2019 and involved the technician replacing the motor, power switch, and power cord and repositioning the control bar. He then verified that the device was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the control bar was not seated in the correct position, which would cause the dermatome to not cut as intended, it cannot be determined from the information provided as to what caused the control bar to not being in the correct position. Therefore, a specific root cause of the dermatome not working and tugging on skin events cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that dermatome repaired in 2018 does not work evenly, tugging the skin when retrieving. The operator had to use another device. No harm and no delay reported. No adverse events were reported as a result of this malfunction.